Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two devices related to the same event. Refer to manufacturer report # 3005099803-2013-15205 for the other associated device information. It was reported to boston scientific corporation that a wallflex biliary rx covered stent was implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure in (B)(6) 2013. According to the complainant, on (B)(6), 2013, an ingrowth of tissue was noted within the distal edge of the stent. The physician attempted to remove the stent using an extractor pro retrieval balloon. When the physician was trying to sweep the balloon through the stent, the physician pulled on the catheter too hard causing the mid of the catheter to break outside the biopsy cap on the scope. No fragments were left inside the patient and the remaining of the catheter was removed by hand. The procedure was not completed and the stent was left implanted inside the patient. It was reported that the patient was referred to another physician. The patient¿s condition at the conclusion of the procedure was reported to be okay.